Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's s2 lead migrated. X-ray imaging confirmed lead migration. As a result, surgical intervention may be undertaken to address the issue.